Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38831414 and lot number 3263358. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Based on provided feedback ¿the catheter was in excellent condition when it was removed from the packaging¿, we are unable to confirm that the defect occurred at the time of manufacturing. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. The instruction for use states that bd insyte catheter is indicated for peripheral intravenous therapy, for short-term infusions. The probable root cause likely to be user not using the product as indicated in the instructions for use. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte needle broke. The following information was provided by the initial reporter, translated from spanish to english: nerve root trauma of the lumbar and sacral spine. Pcte at the when channeling with branula # 20 this does not return and if it breaks inside the vein inside the vein causing pain and phlebitis in the area, posterior generates difficulty for the extraction of the same. Was the catheter broken, please confirm? A: catheter was in optimal conditions when it was removed from the packaging. Has there been any harm to patients/healthcare professionals? A: pain and phlebitis at the puncture site to the patient. Was there a need for medical and/or surgical intervention due to the incidence (imaging tests, surgery, drug administration, etc.)? (Detail) a: none. Was there exposure of blood/chemotherapy to mucous membranes (eyes, nose and mouth) or skin? If yes, indicate whether the exposure was from the patient or the practitioner and what measures were taken. (Detail) a: there was no such event. Follow-up question on the response received. 1 did the needle broke during insertion into the patient vein? A: yes, the probe suffered fracture. 2. Did the catheter broke during insertion into the patient vein? A: yes, the catheter broke. 3. Was there any difficulty in removing needle after inserting catheter into patient vein? A: yes, due to the fracture inside.